Event description:
Pt was brought to the ER after sustaining a fall in the shower and injuring right femur. A comminuted fracture of the right proximal femur was diagnosed af the pt was admitted to the hosp for surgical intervention. The pt had previously undergone a right total hip arthroplasty. The pt was taken to surgery where a right total hip revision was carried out. Upon insertion of cement, pt became hypovolemic, despite infusion of two units of packed red blood cells and hypotensive. Atrial tachycardia occurred and CPR was administered. Blood pressure was a slow as 60/40 before CPR was initiated. The pt was stabilized and transferred to a nearby facility for coronary care.